Event description:
Incident occurred at hospital. "Ventilator alarm condition 'disc/sense' with no ventilation. Was able to reset this alarm condition. However, same condition occurred approximately 20 minutes later; unable to reset and ventilator did not ventilate patient. Ventilator removed and passed leak test in department. Ventilator placed on test lung and ventilated for several hours. Unable to produce same alarm condition. No allegations of vent causing patient harm, dis/sense visual and audible alarm sounded. Vent in use with hme and 50psi wall source o2. Unit running on ac power for about 4 hours prior to incident.